Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus trading ((B)(4)) limited (osh). For evaluation. In the evaluation of osh the following was confirmed; osh could reproduce the reported phenomenon. Oxidization and corrosion were detected from the metal contacts in the socket of the subject device. After replacing the socket, the reported phenomenon was resolved. Osh guessed that the scope communication error (b30) occurred because of oxidization and corrosion of the metal contacts in the socket of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before a laryngoscopy, a scope communication error (b30) occurred. The subject device was used with enf-vh. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. It has been reported that the video connector socket was oxidized and corroded. It happens if the endoscope video connector is not completely dry or debris adheres to the connector. If additional information becomes available, this report will be supplemented.